Event description:
A patient service representative (psr) contacted zoll customer support to report that he had a battery charger/modem that would not work.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation, it was found that the flash memory chips (B)(4) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory.